Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc concluded that this phenomenon is attributed to the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
The user did not check concentration level of aceside every time before they run the machine. They randomly checked it. They sometimes did it every 20 cycle, and sometimes in the morning. There is a possibility of the concentration level of the disinfectant solution in the oer-3 and below the effective level. There was no patient injury report related to the event.